Event description:
It was reported that the patient came in for follow up and the clinician were trying to extend the longevity as device was near end of life and received a warning message with advice to press emergency to clear warning. It was noted that a flip-bit in the device's memory had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).